Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the reported incident could not be duplicated. The following alarms were present in the internal event log: low o2 supply failure, low o2 supply failure, self check fault, and self check fault. The device underwent stress testing with no faults identified. An internal inspection found no discrepancies. The flow screens were replaced to reduce probability of reoccurrence. The device was recertied and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.